Event description:
The pt received his scs system, including two percutaneous leads, an extension, and an ipg, on (B)(6) 2004. The patient's ipg was replaced with a different model ipg on (B)(6) 2010. On (B)(6) 2011, it was reported that the patient complained of irritation at the ipg pocket site. The pt stated that the pocket was tender and hurt when the stimulation is on or off. It was reported that the physician stated that the ipg pocket appeared to be thin. The physician is currently trying to determine the next course of action for the patient. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.